Manufacturer narrative:
(B)(4)

Event description:
It was reported that post paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended. The patient was doing fine.

Event description:
Additional information received indicated that the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.